Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a spiroflex thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with the female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. There were no other signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the right lower extremity. The device was removed from the packaging and primed according to the directions for use. Priming went fine and everything seemed to work well. During the procedure when the device was in the body, they ran it for ten seconds after which an error was observed stating to "check saline line." They checked the line, but everything seemed to be okay. The reset button was hit, but it kept giving the same error every time the pedal was pressed. After multiple resets on the console, the message to replace the catheter displayed. Another of the same device was used to complete the case. The patient was fine and there were no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an error displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the right lower extremity. The device was removed from the packaging and primed according to the directions for use. Priming went fine and everything seemed to work well. During the procedure when the device was in the body, they ran it for ten seconds after which an error was observed stating to "check saline line." They checked the line, but everything seemed to be okay. The reset button was hit, but it kept giving the same error every time the pedal was pressed. After multiple resets on the console, the message to replace the catheter displayed. Another of the same device was used to complete the case. The patient was fine and there were no complications.